Event description:
Customer stated that the tens unit was missing segments on the display. A review of the system was conducted over the phone. The review indicated that segments were indeed missing from the tens unit of the display. Customer was asked to return the meter for further evaluation and a replacment was provided. The customer was invited to call 24/7 with future questions/concerns.